Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. The analyst noted that th lead has a fixed helix on it and can not be extended or retracted. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the helix could not be retracted from the myocardium by the physician due to entanglement with the chordae tend inae. It was also reported that a surgical blade was used to cut the lead, it was explanted and replaced. No patient complications have been reported as a result of this event.